Event description:
Bone scalpel® micro hook, long curved rigid shaver (part number mxb-mis-s1, lot number 243281) on (B)(6) 2025, misonix® llc., a bioventus® co., received a report of an event involving a bonescalpel® micro hook, long curved rigid shaver (part number mxb-mis-s1, lot number 243281) that occurred during a laminectomy, decompression facetectomy major neurolysis, osteophyte removal l2-l3-l4 procedure on (B)(6) 2025. Specifically, the reporter indicated that "dr could not gain vision or proper access in the mis surgical sight through mis tubes. We realized then the microhook is facing in the wrong direction." A serious injury to the patient or user was not reported. Medical intervention required to preclude serious injury was not reported; however, on (B)(6) 2025, misonix received confirmation of a delay in treatment greater than 15 minutes while the patient was under anesthesia. There were no adverse consequences to the patient due to the delay in treatment.

Manufacturer narrative:
On february 04, 2025, misonix® llc., a bioventus® co., received a report of an event involving a bonescalpel® micro hook, long curved rigid shaver (part number mxb-mis-s1, lot number 243281) that occurred during a laminectomy, decompression facetectomy major neurolysis, osteophyte removal l2-l3-l4 procedure on (B)(6) 2025. Specifically, the reporter indicated that "dr could not gain vision or proper access in the mis surgical sight through mis tubes. We realized then the microhook is facing in the wrong direction." A serious injury to the patient or user was not reported. Medical intervention required to preclude serious injury was not reported; however, on (B)(6) 2025, misonix received confirmation of a delay in treatment greater than 15 minutes while the patient was under anesthesia. There were no adverse consequences to the patient due to the delay in treatment. The device history record was reviewed for bonescalpel® micro hook, long curved rigid shaver (part number mxb-mis-s1, lot number 243281) in use at the time of the event. There were no deviations found during in-process or final inspection of the device. Inspection and test results met misonix specifications prior to release to commerce. A review of post market surveillance data for the bonescalpel® system did not show any significant adverse trends. The current frequency of occurrence is within the frequency in the original risk management report. There is no change to the residual risk or risk-benefit ratio of the device. The instructions for use manual (bcm-um, revision x) (IFU) for the bonescalpel® system contains the following warning and caution: warning the bonescalpel® system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols. Caution the system check should always be done in advance of preparing patient for surgery to minimize risk to patient in case of system malfunction. The subject device was returned to misonix but has not yet been evaluated for potential root cause. A follow-up report will be submitted once the investigation is completed.